Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous common iliac artery lesion with 95% stenosis. A 6.0x19 mm omnilink elite stent delivery system was advanced into the patient anatomy however the stent dislodged from the balloon. An additional 6.0x19 mm omnilink elite stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.